Event description:
After vaccine was administered, then needle of the syringe detached from the syringe and stayed in the patients arm after the syringe was removed. The needle itself was then safely remove from the patient's arm.